Manufacturer narrative:
(B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with broken reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Unit passed rewind, prime/seating, basic occlusion and force sensor test. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under delivering and had high blood glucose level. Customer current blood glucose level was 140 mg/dl. The customer alleged insulin pump was under delivering because they tried to deliver bolus and correction bolus and it seems that he is not getting insulin as his blood glucose was not going down. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours current of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of high blood glucose event. The customer stated insulin pump passed self test and displacement test. Customer was assisted with troubleshooting for high blood glucose. The device will be returned for analysis.